Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the entire end of the insulin pump including the drive support cap popped off. The patient's blood glucose at the time of incident was 567 mg/dl, which she treated via manual insulin injection. The customer did not know how the damage occurred. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, stained address serial number label and broken off end cap. Drive support disk was inspected and no anomaly was noted during pump visual inspection. Unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to broken off end cap.